Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting beep tones due to low out-of-range left ventricular (lv) lead impedance measurements. It was reported that the intermittent low impedances have been present since implant. The patient also complained of positional phrenic nerve stimulation. The device was reprogrammed and remains in service. No adverse patient effects were reported.